Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
Exemption number e2019001. Evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a mildly common femoral artery was attempted with proglide devices using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, before removing the device, the foot was closed and when removing it, the suture came out with the device with the knot. This issue occurred with all four attempted devices. It was noted small tissue damage which was treated with a balloon. The sutures of two new devices were pre-placed. The sheath was upsized to 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.